Event description:
It was reported that during a pph procedure, the staples are not formed completely and some of them were malformed. Had to use a new instrument. There was no reported patient consequence.